Event description:
It was reported that during a procedure, the fiber input connector burnt and the fiber broke. It was noted that the fiber had already been used ten times before. The fiber was replaced, and the procedure was completed with another fiber. There were no patient complications.